Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the device not working included a scar tissue built up and it pokes out of the skin it seemed. The patient stated it just quit working and they couldn¿t get it to come back on. No steps had been taken to resolve the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that the ins quit working a couple months prior to the report. The patient reported that "it stopped working all together." The patient reported that she had been doing alright but it hurt. The patient reported that ins had got like fatty tissue around it now. The patient reported that the fatty tissue might be the reason why it hurt all the time and was making her legs hurt now too. The patient reported that the pain was going down her legs. The patient reported that it was really sore around the ins. The patient reported that when she moved or tried to sit down there was a pointy piece that poked out of the skin but it was making it hurt really bad. The patient reported that she would like to have the ins removed. No further complications were reported.